Event description:
The product was used during a right thorascopy procedure. Reportedly, the instrument was difficult to open and close and the cartridge was difficult to load. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.